Manufacturer narrative:
Section a2: age/date of birth (months): ages are 51.9 ± 5.8 section a3: sex/gender: (male: female): 6:7 . Section b3: date of event: exact dates not provided, article acceptance date is 2 april 2024 . Section h3-: the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: shuang ni, baoxian zhuo, lei cai, min wang, jiying shen, limei zhang, wenqian shen, haike guo & jin yang, visual outcomes and patient satisfaction after implantations of three types of presbyopia-correcting intraocular lenses that have undergone corneal refractive surgery, (2024), scientific reports; 14& 8386: pp 1-9. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: visual outcomes and patient satisfaction after implantations of three types of presbyopia-correcting intraocular lenses that have undergone corneal refractive surgery. A prospective, non-randomized, comparative study was done to compare the visual outcomes and patient satisfaction after implantations of three presbyopia-correcting intraocular lenses (iols) after myopic refractive surgery. There were 45 patients (n=90 eyes) initially included and divided into three groups based on the three types of presbyopia-correcting iols implanted (839mp, mf30, and zxr00), which were decided by the patients themselves. Those with changed surgical approach due to intraoperative complications (n=3 eyes; n=1 in the 839mp group and n=2 in the mf30 group) and those lost to follow-up (n=8 eyes: n=3 in the 839mp group, n=2 in the mf30 group, and n=4 in the zxr00 group) were excluded. Patients with only 1 eye available were excluded to avoid potential bias. Finally, a total of 39 patients (n=78 eyes) who were binocularly implanted as required were analyzed: 839mp (n=26 eyes) for full visual acuity (va); tecnis symphony zxr00 (n=26 eyes) for intermediate-to-distance va; and mf30 (n=26 eyes) for near-to-distance va. At 3 months postoperatively: for zxr00 (3.0mm pupil): total hoa coma (¿) = 0.06±0.04; total hoa sph (¿) = 0.04±0.02; total hoa trefoil (¿) = 0.05±0.05 for zxr00 (4.0mm pupil): total hoa coma (¿) = 0.42±0.19; total hoa sph (¿) = 0.39±0.10; total hoa trefoil (¿) = 0.43±0.15 zxr00 group scored significantly lower for ¿reading small print,¿ ¿reading a newspaper,¿ and ¿doing fine handwork¿ (p1=0.015, p2=0.000, p3=0.000) based on pairwise comparison compared with other 2 groups. Zxr00 spectacle independence for distance vision rate: 25% halo (zxr00): 39%. Residual astigmatism did not differ significantly across the three groups (p=0.359). There were no further interventions reported.